Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 1 and 4 hours. Patient noticed blood glucose levels were rising despite administering insulin, the pod was leaking insulin and had a strong insulin smell. As treatment, the pod was removed and a new pod was placed. The device was returned for investigation, and an external cannula tear identified.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.